Event description:
It was reported to the MFR that the vns pt's device was found to be set at incorrect settings (0.25 ma for output current and 20 hz for frequency). The pt was last seen in (B) (6) 2009 at the physician's office when the device settings were reportedly 1.25 ma for output current and 30 hz for frequency. It was indicated that the pt did not see any other physicians for manipulation of device settings. Good faith attempts to obtain programming history from the physician's handheld have been unsuccessful to date.